Event description:
Device displayed charging fault message during daily check of device. No reported pt involvement. Service rep. Duplicated reported condition. Device was repaired and proper operation confirmed.